Manufacturer narrative:
Device evaluated by MFR? The failed unit has not been received by newport medical instruments inc. Yet, as soon as the unit is returned, it will be forwarded to MFR/flight medical ltd. For further investigation, a failure analysis report and action taken in resolving this issue will be submitted to medwatch program.